Manufacturer narrative:
Continued: international medical device regulators forum (imdrf) adverse event reporting. (B)(4). Type of investigation: testing of actual/suspected device; investigation findings: wear; investigation conclusions: cause traced to user.

Event description:
The customer owned device was previously returned to pentax medical from a customer on 06-nov-2020, and inspection of the unit was performed under service order#: (B)(4) where the quality control inspector documented the following codes on 10-nov-2020. Distal cap: fixed type failed epoxy seal integrity inspection, elevator body sticking, prism scratched, right/ left control knob markings faded, up/ down control knob/ lever markings faded, distal tip annual maintenance, air/ water socket cylinder o-ring chipped, passed dry leak test, passed wet leak test, image shadows, insertion tube lump at stage 1, right/ left brake knob markings faded, fluid invasion not observed in control body, fluid invasion not observed in pve connector, and light carrying bundle distal cover glass middle scratched. The duodenoscope's repairs will include the distal case/cap, which will be replaced, and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, deflector operating wire, objective prism assy, distal case/cap, o-ring(0.5x1.3) imp-1, bending rubber, distal attaching screw, segment assy attaching screw, deflector body, and deflector body link. Pentax model#: ed-3490tk, serial number: (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 11-dec-2014. The endoscope was delivered to the customer on 24-nov-2020 under delivery order#: (B)(4).